Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical record was provided and reviewed. Approximately one year post filter deployment, CT revealed ivc filter was mal positioned with the apex of the filter outside of the ivc along its right lateral aspect. Fractured legs were seen as well as legs displaced into the adjacent duodenum. One of the filter legs extends just anterior to the aorta. The filter was mal positioned and angulated with the apex to the right and the legs to the left many of which are external to the ivc. Approximately, five years later, patient was schedule for filter retrieval. Sheath and snare were used to capture the fractured leg. Using a contra catheter and the snare, a loop snare was formed around several of the filter elements and then the filter was pulled back into the sheath folded over using the metal stiffener from a labs 200. Successful technically difficult removal of a fractured bard g2 filter. The entire filter was removed with the exception of a missing filter leg. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment, filter tilt. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use: warnings: only use the recovery cone® removal system to remove the g2 filter. Never re-deploy a removed filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011), (B)(4).

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated, tilted, detached, and embedded. The device was removed after a previously attempted but unsuccessful removal procedure. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc,struts detached and perforated into the organs. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached struts retained possibly in duodenum. The current status of the patient is unknown.